Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired and with two b-form staples on the cartridge deck. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lobectomy procedure, the staples of the acral part were unformed. Add'l suture was performed. There were no adverse consequences to the pt. Reinforcement product was not used.